Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for fecal incontinence. It was reported that the implantable neurostimulator (ins) was off on (B)(6) 2016. It was unknown if there were any environmental/external/patient factors what may have led or contributed to the issue. It was also noted that no diagnostics / troubleshooting were performed. It was also noted that the seriousness was assessed as "not serious", not related to the procedure, but related to the device. The ins was turned back on and the issue was resolved on (B)(6) 2016. The patient's medical history included fecal incontinence due to peripheral neuropathy since 2009 .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there were no symptoms. The patient crossed the security check of a shop. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the neurostimulator was on off after a shop security barrier. There was report of no symptoms. No further patient complications have been reported as a result of this event.

Event description:
Additional information received reported no symptoms were associated with the event. The cause was asked but was not known at the time of the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.